Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that about 34 days after the catheter was placed in the patient's subclavian vein, a leak was found from the injection line while in the patient's room. As a result, the catheter was removed and replaced without issue. There was no reported delay, death, or complications to the patient. Teleflex medical (B)(4) reported a cut was found in the injection line.